Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump did not work after changed a new battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that batteries of insulin pump did not last more than one or two days. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.